Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2017 for a high blood glucose of 429 mg/dl. The customer treated via manual insulin injection and insulin pump therapy. During troubleshooting the insulin pump was able to prime without issue. The device settings were accurate as well. The insulin pump was not returned for analysis.